Manufacturer narrative:
The returned lead with a serial of (B)(6) was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 15 cm from the distal end of the lead. The clean cut damage is a result of a typical explant procedure, and it is not considered a failure. The returned lead with a serial of (B)(6) analyzed, passed all tests performed, and exhibited normal device characteristics the returned implantable pulse generator with a serial of (B)(6) passed visual inspection. The inadequate stimulation was due to the associated lead being damaged. The returned click anchor was analyzed, passed visual inspection.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to fracture. The patient underwent explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14140205, UDI: (B)(4). Product family: scs-ipg-r. Upn: m365sc1110020, model: sc-1110-02, serial: (B)(6), batch: 14664734, UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, serial: na, batch: 14541514, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing loss of stimulation. X-ray revealed some fraying of the spinal cord stimulation (scs) lead. The patient underwent explant procedure. Upon the procedure the physician noticed the lead was basically in two pieces. No further information has been obtained.